Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40e, 23.0 diopter intraocular lens (iol) was scratched, the haptic was bent when removed out of packaging. There was no patient contact. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/06/2018. Device returned to manufacturer ¿ yes. Device evaluation: the ar40e lens was received at site and inspection revealed that the lens case only has a loose haptic observed (haptic detached), no lens was in the lens case, the reported issue could not be confirmed. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non- conformance reports (nc) associated with the production order were found. The search in the complaint history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.